Manufacturer narrative:
Continuation of d11: this device does not have a serial number. (B)(4). The reported serial number (B)(6) matches the serial number on the returned sample. The reported lot number (18f23g0050) matches the lot number for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. The reported complaint for "broken wire in balloon cath" is confirmed. During the investigation, the iabc central lumen was noted damaged and found no longer attached to the central lumen flex tip assembly. The damaged central lumen can result in blood entering the helium pathway and an inability of the iabc to inflate. The iabc bladder was fully intact with no damage or abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action (CAPA) has been initiated to address the issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "[doctor] noticed broken wire in balloon cath after inserted via femoral artery. Apparently, it was not a difficult insertion. Product was removed while patient was still in theatre and another arrow iab set was inserted without incident". The 2nd iab was inserted at the same insertion site. No patient harm or injury. "Patient on iabp still critical condition in surgical ICU". Patient on ECMO.

Event description:
It was reported that "[doctor] noticed broken wire in balloon cath after inserted via femoral artery. Apparently, it was not a difficult insertion. Product was removed while patient was still in theatre and another arrow iab set was inserted without incident". The 2nd iab was inserted at the same insertion site. No patient harm or injury. "Patient on iabp still critical condition in surgical ICU". Patient on ECMO.

Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint for "broken wire in balloon" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "[doctor] noticed broken wire in balloon cath after inserted via femoral artery. Apparently, it was not a difficult insertion. Product was removed while patient was still in theatre and another arrow iab set was inserted without incident". The 2nd iab was inserted at the same insertion site. No patient harm or injury. "Patient on iabp still critical condition in surgical ICU". Patient on ECMO.